Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) trunk. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat the lesion. The stent protector was slid slowly to the distal side and was gripped at the proximal side of the catheter. While attempting to deploy the stent, it was noted that the stent struts were deformed. The procedure was completed with a 3.5x38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy, ous, mr, 4.0 x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the entire stent was damaged; struts pulled, lifted, bunched and overlapping. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded and not subjected to positive pressure. The review of the associated batch records for the device showed; the maximum crimped stent profile measurement, the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) trunk. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat the lesion. The stent protector was slid slowly to the distal side and was gripped at the proximal side of the catheter. While attempting to deploy the stent, it was noted that the stent struts were deformed. The procedure was completed with a 3.5x38 non-bsc stent. No patient complications were reported and the patient's status was good.